Event description:
Patient reported left side exchange of textured breast implant due to the patient¿s concern with the product. Healthcare professional additionally reported a bilateral exchange from textured to smooth implants due to the patient's concern with the product and rupture during surgery. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side exchange of textured breast implant due to the patient¿s concern with the product. Healthcare professional additionally reported a bilateral exchange from textured to smooth implants due to the patient's concern with the product and rupture during surgery. Device has been explanted.